Event description:
Per medwatch report: the swivel bar allegedly broke on the pt lift while the caregiver was transferring a resident from a chair to a bed, allegedly dropping the pt into the wheelchair. As a result of the incident the resident sustained bruises and bump on the head.